Event description:
It was reported to st. Jude medical that the lead was capped due to an insulation breach just past the yoke. The physician inspected the lead during device change out and additional portions of the lead were reportedly compromised.